Event description:
It was reported that the patient received two patient notifiers. The device was interrogated and found to be in backup mode. The device was reset. Patient condition was good after.

Manufacturer narrative:
(B)(4).